Event description:
It was reported PICC presented a crack in the catheter/wings(butterfly) connection, causing a leakage of blood and medicine. In use for 7 days. It exposes the child to the risk of a serious accident with fragments of catheter, so as the lack of medication by interrupting the treatment, and the risk of being submitted to another procedure for a new catheter. Additional info: was there any impact to patient? R: notice during the use, it was required the implant of a new catheter; was medical intervention required? R: none, only the implant of the new catheter; was there exposure to blood? R: no what medication was being administered? R: clindamicina, ciprofloxacino e cefalexina

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and batch history, applicable previous investigation(s), labeling, applicable manufacturing records, sample analysis and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a catheter break is inconclusive due to poor sample condition. One photo sample of a 3 fr perqcath catheter was provided for evaluation. The catheter extended up to the 14 cm depth marker. The t-lock connector assembly is attached to the hub. Dark, red colored residue appears to be present within the hub and catheter. The event description indicates a leak was noted at the proximal end of the catheter; however, the characteristics of the catheter surface could not be clearly inspected from the photo sample provided. Based on the photo sample provided, possible contributing factors include sharp instrument damage, damage during handling, and catheter fatigue caused by repeated kinking of the catheter. Since the presence of a split could not be clearly observed from the image, the complaint could not be confirmed and remains inconclusive at this time. H3 other text : evaluation findings are in section h.11.

Manufacturer narrative:
The manufacturer has received the sample and is pending evaluation. Results are expected soon. A lot history review (lhr) of redv2093 showed one other similar product complaint(s) from this lot number.

Event description:
It was reported PICC presented a crack in the catheter/wings(butterfly) connection, causing a leakage of blood and medicine. In use for 7 days. It exposes the child to the risk of a serious accident with fragments of catheter, so as the lack of medication by interrupting the treatment, and the risk of being submitted to another procedure for a new catheter.